Manufacturer narrative:
(B)(4). Additional information: the device was received the jaws stuck closed as the upper jaw was damaged at the proximal side, the hinges were protruding. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. As it was observed the instrument was received with tissue stuck in the damaged jaws so caution should be taken by allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the distal end of the device broke during a total lap hysterectomy. Customer used a second device to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.